Event description:
It was reported that an ilet user received repeated occlusion alerts, with blood glucose rising from 265 mg/dl to 321 mg/dl; initial troubleshooting verified clear tubing and insulin delivery through fill tubing only, insulin therapy was resumed, and a subsequent alert led to a recommendation for a full supply change and inspection for air bubbles, after which the issue was considered resolved through supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of effect attributed to an occlusion alert sequence and insufficient information regarding any specific component failure. It was concluded, based on previously established findings for similar reports, that the cause was not established.